Manufacturer narrative:
Concomitant medical products: 401158 lead, implanted: (B)(6) 1986. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced intermittent capture and high thresholds. Lead remains in use. No patient complications have been reported as a result of this event.